Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs provided. Three photographs were submitted which displayed the label information and the device. Further inspection of the received photos revealed a small white unknown material on the catheter tubing. From the returned images it is unknown what the material is. Further testing and microscopic inspection of the unit cannot be performed as the actual device was not received for investigation. The reported issue was confirmed however the photographs did not display sufficient evidence to determine a root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that when the plastic cover was removed on the bd nexiva¿ closed IV catheter system before use, plastic debris was found on the sheath. The following information was provided by the initial reporter: "20 gauge 1.00 inch bd nexia opened, protective plastic cover removed and plastic debris found on catheter sheath. Catheter discarded and not used on patient." "It was about to be used, but when it was opened, and the protective cover was removed, they found plastic debris on the catheter sheath."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the plastic cover was removed on the bd nexiva¿ closed IV catheter system before use, plastic debris was found on the sheath. The following information was provided by the initial reporter: "20 gauge 1.00 inch bd nexia opened, protective plastic cover removed and plastic debris found on catheter sheath. Catheter discarded and not used on patient." "It was about to be used, but when it was opened, and the protective cover was removed, they found plastic debris on the catheter sheath."